Manufacturer narrative:
H3: the pipeline flex shield braid was returned for analysis. There was no pushwire returned with the braid. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. No other anomalies were observed. Based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the severe vessel tortuosity and damaged braid may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex shield embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please see manufacturer report # 2029214-2022-01694 and 2029214-2022-01695. For other pipelines involved in this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that 4 pipelines failed to open distally. The patient was undergoing treatment for an unruptured aneurysm located in the left ica. The max diameter was 3.2mm, and the neck diameter was 2.7mm. The patient's vessel tortuosity was severe. The landing zone was 4.0mm distal and 4.69mm proximal. It was reported that the 4 pipelines failed to open in the distal ica. All 4 devices looked crimped in the distal segment. Finally, the physician was able to open a fifth pipeline in the m1 segment and drag the pipeline to the landing location for successful deployment. The pipelines had been in a bend, and more than 50% had been deployed when they failed to open. The pipelines had each been resheathed more than 2 times, and no other steps were taken to open them. The patient did not experience any injury or complications. Angiographic results post procedure showed successful deployment of the device. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter and a navien 058 guide catheter.